Event description:
It was reported that the patient indicated that she was in withdrawal. The patient was directed to the emergency room (ER) and the reporter was trying to contact the patient's physician. The device system was used to deliver baclofen. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).